Event description:
On 21-jul-2023, the following information was provided to kci by the nurse: the patient was placed on the v.a.c.ulta¿ therapy system on (B)(6) 2023 due to acute necrotizing pancreatitis. On (B)(6) 2023, upon removal of v.a.c.® dressing, a large amount of purulent exudate was observed. The physician performed a surgical debridement and extended antibiotic treatment for the patient. V.a.c.® therapy was discontinued on (B)(6) 2023.

Manufacturer narrative:
MDR-3009897021-2023-00055 submitted on 25-jul-2023 noted the following: section b5 describe event or problem: on 21-jul-2021, the following information was provided to kci by the nurse: the patient was placed on the v.a.c.ulta¿ therapy system on (B)(6) 2023 due to acute necrotizing pancreatitis. On (B)(6) 2023, upon removal of v.a.c.® dressing, a large amount of purulent exudate was observed. The physician performed a surgical debridement and extended antibiotic treatment for the patient. V.a.c.® therapy was discontinued on (B)(6) 2023. Correction: section b5 describe event or problem: on 21-jul-2023, the following information was provided to kci by the nurse: the patient was placed on the v.a.c.ulta¿ therapy system on (B)(6) 2023 due to acute necrotizing pancreatitis. On (B)(6) 2023, upon removal of v.a.c.® dressing, a large amount of purulent exudate was observed. The physician performed a surgical debridement and extended antibiotic treatment for the patient. V.a.c.® therapy was discontinued on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged purulent drainage and wound decline are related to the v.a.c.ulta¿ therapy system. The device met quality control specifications before and after patient placement. Device labeling, available in print and online, states: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart therapy; or apply an alternative dressing at the direction of the treating clinician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals for the v.a.c.ulta¿ therapy system. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and / or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and / or orthostatic hypotension, or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact a physician immediately to determine if v.a.c.® therapy should be discontinued. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 27-jun-2023, the following information was provided to kci by the nurse: the v.a.c.ulta¿ therapy system allegedly malfunctioned; purulent drainage allegedly collected underneath and leaked from the v.a.c.® dressing, and the v.a.c.ulta¿ therapy system did not alarm. The physician last saw the patient on (B)(6) 2023 and noted normal serosanguineous exudate. The wound declined in two days. On 21-jul-2021, the following information was provided to kci by the nurse: the patient was placed on the v.a.c.ulta¿ therapy system on (B)(6) 2023 due to acute necrotizing pancreatitis. On (B)(6) 2023, upon removal of v.a.c.® dressing, a large amount of purulent exudate was observed. The physician performed a surgical debridement and extended antibiotic treatment for the patient. V.a.c.® therapy was discontinued on (B)(6) 2023. On (B)(6) 2023, the device was tested per quality control procedure by the distributor, and the unit passed the quality control checks and met specifications before patient placement. On (B)(6) 2023, the device was tested per quality control procedure by the distributor, and the unit passed the quality control checks and met specifications after patient placement. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.